Event description:
The customer reported the device won't turn on/off. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced f1 and c3 on logic pcb for won't turn on. Replaced broken rear case. A review of the device history record showed the device had a manufacture date of 09/27/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.